Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use. After the anchor had been positioned, the carrier tube could not be retracted. Proper anchor position was confirmed by ultrasound and surgery was required to remove the device and the wound was closed with sutures. Surgical intervention took approx one and a half hours and hospitalization was extended. Manual compression was also applied.

Manufacturer narrative:
A final medwatch will be submitted at the conclusion of our investigation.